Manufacturer narrative:
Concomitant medical product: pm2110 ipg implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing of noise. The rv lead also exhibited pauses. Both the ra and rv leads were capped and replaced. No further patient complications have been reported as a result of this event.